Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned receiving the retainer ring notification, but could not state if their pump had any related damage. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.